Event description:
It was reported that shaft break and difficulty removal were encountered. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for use. However, during procedure, the balloon was stuck inside the patient and the device was torn in half upon extraction. The remaining part had to be removed with a snare. There were no further patient complications reported.

Event description:
It was reported that shaft break and difficulty removal were encountered. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for use. However, during procedure, the balloon was stuck inside the patient and the device was torn in half upon extraction. The remaining part had to be removed with a snare. There were no further patient complications reported. It was further reported that the target lesion was located in a peripheral artery. The shaft catheter of the device broke upon removal and was completely removed from the patient's body with a snare.